Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed high impedance on the right ventricular (rv) lead. The patient presented in clinic with fatigue and sustained bradycardia; no emergency intervention was performed or needed. The device interrogation revealed failure to capture on the rv lead. On (B)(6) 2021, the physician elected to cap and replace the lead. The patient condition was stable.